Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On july 15, 2022, the patient/lay user contacted lifescan (lfs) USA alleging that his onetouch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the issue first started on (B)(6) 2022, at an unspecified time. The patient obtained a blood glucose reading of ¿321 mg/dl¿ on the subject meter and compared this to a reading of ¿220 mg/dl¿ on another ot ultra 2 meter, taken less than 30 minutes apart from each other. The patient manages his diabetes with a combination of medication (humalog and ozempic) and claimed that he increased his insulin dose in the morning because he thought that his sugar level was 321 mg/dl. After the alleged issue occurred, the patient developed symptoms of ¿speaking weird, shaky and shivers, headache and dizziness¿. The patient informed that on the same day around 11 am, he received food and/or drink as treatment provided by another person. The patient denied that any other device was used to obtain a blood glucose reading. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.